Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced intermittent unresponsiveness of the touch wake button for 2¿4 minutes, requiring placement on the charger to wake the device, after which a blue circle appeared on a black screen before the display returned to show glucose values. Symptoms included no reported adverse clinical effects. Outcomes included no alerts, alarms, or care escalation. Investigation included customer troubleshooting and education by support personnel. Investigation of this case revealed a suspected device user interface or power wake behavior consistent with a temporary display or wake function not responding until external power was applied, with no evidence of persistent malfunction or injury. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate, with potential transient software or power state behavior.